Manufacturer narrative:
The cause for the discordant total hcg result is unknown. The quality control was within acceptable range. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A low advia centaur xp total hcg patient result was obtained for a patient sample. The customer repeated the testing and the total hcg result was higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.